Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This was observed by the patient at home during an unspecified process step of peritoneal dialysis therapy. Subsequently, the transfer set was changed to a new one and the patient continued therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation; however, the lot number remained unknown. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.